Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 430 mg/dl, at the time of incidence. Customer reported insulin flow block alarm and the alarm resolved by changing infusion set. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.